Event description:
On (B)(6) 2014 nsk america corporation received an electric dental handpiece, model x95l, serial (B)(4) for repair from a distributor repair facility. On the distributor's documentation was a statement that a pt may have been burned. The handpiece was forwarded to the manufacturer for further investigation on (B)(4) 2014. Letters requesting additional details surrounding the reported event were sent to the dentist on 11/19/2014 and december 10, 2014. As of this report no additional info regarding this event has been received.